Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system gantry would open and close, yet the status on the pendant remained "open." The representative was unable to provide additional details. There was no patient involvement reported.

Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including mechanical inspection, imaging modalities, and operational tests. The representative adjusted door switch #5 and performed a door function check, which passed. The system was thoroughly tested, and a system checkout was performed. The system was confirmed to be fully functional. No hardware parts were replaced. After the system checkout was performed, the system was confirmed to be performing as intended. Codes b01, c13, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.